Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint, and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of a loose wire. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the tenaculum forceps (part # 420207-07 / lot # n10160427 741) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2020 on system sh0823, with 2 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment, and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. The product is not implantable; it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the wire on the tenaculum forceps instrument was loose. The procedure was completed with no reported injury. No further details have been received as of the date of this report.